Event description:
The patient stated, she had just received a replacement tracheostomy tube yesterday and noticed when trying to insert it, that part of the cannula was crooked. She stated that the tracheostomy tube was malformed. She stated one side of the flange is lower than the other side and it twists the tracheostomy tube, and makes it uncomfortable. She stated, she took it out and put her old one back in.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.